Manufacturer narrative:
Concomitant products: 429888 lead, implanted: (B)(6) 2016.

Event description:
It was reported that the device inappropriately withheld therapy for multiple episodes, resulting in no shocks for an episode that should have been classified as a ventricular tachycardia (vt). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.